Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with glucose readings reported at 59 mg/dl and then in the 60¿70 mg/dl range, after the ilet adhesive reportedly pulled off the body and the user dropped the device, leading to difficulties reattaching and a refusal to perform a supply or site change. Symptoms included dizziness and lethargy. Outcomes included transient impairment that prompted self-treatment with fast-acting carbohydrates and subsequent stabilization without emergency services or hospitalization. Investigation included customer interview and technical review of available device data, noting that data had not yet synced at the time of the event. Investigation of this case revealed user-reported adhesive detachment and handling issues that may have interrupted proper wear, with no confirmed device malfunction identified. It was concluded that the event involved hypoglycemia with an unclear cause and contributory use-related and adhesive adherence factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.